Event description:
Pt was implanted with a synchromed pump and catheter on 10/20/1998 for infusion of intrathecal baclofen for spasticity related to cerebral palsy. On 01/26/1999 the pump and catheter were explanted after a persistent seroma with infection. Bacterial culture was positive for enterococcus. Upon reimplantation of a new pump and catheter thept rec'd a bolus dose of baclofen and later experienced respiratory depression.